Manufacturer narrative:
A2 - age at time of event: 18 years or older. Investigation results: device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the carotid wallstent device was completed and confirmed that the events of stent partially deployed and stent difficult to reconstrain are known events defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the stent partially deployed and was difficult to reconstrain. A 10.0-31 carotid wallstent self-expanding was selected for treatment. Pre-dilation was performed prior to stent deployment. However, severe resistance was felt when attempting to deploy the stent. Approximately half of the stent was forcibly deployed; however, it was deemed unsafe to proceed further. Therefore, retrieval was initiated. Considerable resistance was also felt during re-sheathing attempt, which had to be discontinued halfway through. Since the stent could not be fully retracted, a concomitant balloon guiding catheter was used for retrieval, and both were subsequently removed together. No particular issues were noted with the usage method, and the cause remains unknown. As per physician, the preparation appeared appropriate and that the second one (10-24) had no severe resistance, suggesting the possibility of an issue with this particular device. The procedure was completed with a 10-24 wallstent. There were no patient complications as a result of this event.

Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that the stent partially deployed and was difficult to reconstrain. A 10.0-31 carotid wallstent self-expanding was selected for treatment. Pre-dilation was performed prior to stent deployment. However, severe resistance was felt when attempting to deploy the stent. Approximately half of the stent was forcibly deployed; however, it was deemed unsafe to proceed further. Therefore, retrieval was initiated. Considerable resistance was also felt during re-sheathing attempt, which had to be discontinued halfway through. Since the stent could not be fully retracted, a concomitant balloon guiding catheter was used for retrieval, and both were subsequently removed together. No particular issues were noted with the usage method, and the cause remains unknown. As per physician, the preparation appeared appropriate and that the second one (10-24) had no severe resistance, suggesting the possibility of an issue with this particular device. The procedure was completed with a 10-24 wallstent. There were no patient complications as a result of this event.